Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01 ipg implanted: (B)(6) 2001.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds while the patient was sitting upright. In the supine position, thresholds and impedances were normal; however, the thresholds were high when the patient sat upright. The lead was capped and replaced. No patient complications have been reported as a result of this event.